Manufacturer narrative:
Findings: pump was received with cracked and bleeding lcd glass. Unable to perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to lcd anomaly. Pump passed stop and run currents test. Pump had minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump led was damage. Customer stated there was a very clear color on the led. The customer's blood glucose is normal, didn't require medical treatment.